Event description:
A call was placed to technical services on 04/29/2011. Caller stated lots of mode switches due to noise on this ra lead. Reproducible with isometrics. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).